Event description:
Physician was attempting to deploy the stent when the handle broke apart. Approx 3mm of the stent was deployed when the handle failed, and the stent was able to be safely retracted/removed with no difficulty of injury to the pt.

Manufacturer narrative:
The suspected product is not returned yet, for investigation and eval. According to mfg records of the product, there was not any unusual record, the product was passed through normal mfg and inspection process like visual inspection and functional checks to ensure device performance. It was reported that there were no pt complications as a result of this event. Since it is difficult to reconstruct at that time in the lab, it is impossible to determine a root cause for this complaint. If the product is returned and we could get the info, MDR would be processed additionally. Complaints will continue to be monitored for potential trends.